Event description:
It was reported during central processing, a large needle driver instrument was being returned. No other information was available. On 10/28/2021, isi contacted the reporter and obtained the following information: there was no report of fragments falling into the patient. The customer could not provide any further information on the physical damage of the instrument and procedure details. No patient related information is available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of carbide insert damage to be related to the customer reported complaint. The instrument was found to have the carbide insert detached from one of the grips. Broken piece measures approximately .080" x .068" and was not returned with the instrument.